Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt's wife reported that the pt felt sick and had been vomiting. She also stated that he felt like he had a mini stroke because he could not swallow right. The pt's wife said that their rn was made aware of the situation. A follow up call was made to the pt's nurse. The pt had been placed in hospice. There was no medical follow up to the pt's wife report of the "mini stroke".